Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed a33 alarm. It was also mentioned that the insulin pump's insulin is "squirting out" during the manual prime process. Blood glucose level was 238 mg/dl at the time of the incident. The insulin pump will be returned for analysis. Frn- reservoir.

Manufacturer narrative:
Device passed displacement test. However, device alarmed compromised forced sensor system alarm during basic occlusion test due to slight loose drive support disk. (B)(4).